Event description:
It was reported that a malfunction alarm occurred with the customer's pump, displaying malfunction code malf 0, and the device was not resettable. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections as a backup insulin therapy. Technical support agreed to send a replacement pump, instructed the customer on how to put the pump into storage mode before returning it, and provided a pre-paid return label for the problematic pump.